Event description:
The customer reported 12-lead ECG v lead signal loss. There was no report of patient impact.

Manufacturer narrative:
The customer reported 12-lead ECG v lead signal loss. There was no report of patient impact. A philips field service engineer evaluated the device at the customer site, confirmed the 12-lead ECG issue, and resolved the issue by replacing the leads ECG trunk cable.